Event description:
It was reported that after the patient left the operating room, the lead exhibited high thresholds. Lead dislodgement was found. The lead was repositioned. The patient condition was good after the event.

Manufacturer narrative:
(B)(4).